Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump and insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not dropped, bumped, and did not have any contact with water. The drive support cap does not appear to be damaged. The insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.